Manufacturer narrative:
(B)(4). Date sent: 04/14/2016. (B)(4).

Event description:
It was reported that during a lower anterior resection procedure, "the device was inserted anally after anvil was purse string sutured into the proximal end of the sigmoid colon. Anvil attached to stapler and audible click occurred indicating the anvil was secured to stapler. Tightening knob was engaged until tactile feedback occurred. Not sure of the alignment of the indicator bar. Device was fired plastic to plastic and handle to handle. No audible crush of the ring was heard. Two complete donuts were removed and the anvil came out attached and locked to the stapler. Doctor indicates the staples did not form and the anastomosis was open." The anastomosis was over sewn by the doctor to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.